Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was unable to communicate with her ipg and was no longer receiving stimulation. An sjm representative met with the patient and confirmed the ipg is inoperable. Surgical intervention may be pending to address the issue.